Event description:
It was reported that an asymptomatic patient presented with in clinic for follow up with non-sustained lead noise due to post-paced t-wave oversensing noted on stored egm. It was recommended the device be reprogrammed and additional tests to be performed. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.